Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The day after event onset, the patient was treated injection ceftazidime 1gm, heparin 1ml and injection vancomycin 1gm every three days for peritonitis. Seven days after event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.